Event description:
It was reported that the rigid video laparoscope had a cracked objective lens. The issue was found during service and maintenance, outside of a clinical setting. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality, the light guide cover glass was damaged, and the rigid tube was dirty. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions cracked objective lens and poor image quality was due to component failure of the objective lens. Additionally, the most probable cause for the malfunctions dented rigid tube and damaged light guide cover glass was traced to component failure. However, the most probable cause for the malfunction dirty rigid tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.